Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2011, the pt was implanted with a bard/davol soft mesh and a non-bard/non-davol mesh during an unspecified pelvic procedure. The atty's report alleges pain, injury, "pain and suffering," disability, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow-up MDR will be submitted.